Manufacturer narrative:
Preliminary analysis of the returned device confirmed it operated as specified.

Event description:
Reportedly, during the interrogation of the subject ICD, the elective replacement indicator (eri) was reached. The physician wanted to perform a cardioversion to free the patient from an atrial fibrillation. A manual 34j-shock was attempted but after a few seconds, no shock was delivered and the "charging" message was substituted for "waiting...". Nothing else happened. The patient was then provided with a external shock that converted the rhythm to sinusal rhythm. The physician decided to replace the device on (B)(6) 2014 and will be returned for analysis.

Event description:
Reportedly, during the interrogation of the subject ICD, the elective replacement indicator (eri) was reached. The physician wanted to perform a cardioversion to free the patient from an atrial fibrillation. A manual 34j-shock was attempted but after a few seconds, no shock was delivered and the "charging" message was substituted for "waiting...". Nothing else happened. The patient was then provided with a external shock that converted the rhythm to sinusal rhythm. The physician decided to replace the device on (B)(6) 2014 and will be returned for analysis.

Event description:
Reportedly, during the interrogation of the subject ICD, the elective replacement indicator (eri) was reached. The physician wanted to perform a cardioversion to free the patient from an atrial fibrillation. A manual 34j-shock was attempted but after a few seconds, no shock was delivered and the "charging" message was substituted for "waiting..." Nothing else happened. The patient was then provided with a external shock that converted the rhythm to sinusal rhythm. The physician decided to replace the device on 23 april 2014 and will be returned for analysis.

Event description:
Reportedly, during the interrogation of the subject ICD, the elective replacement indicator (eri) was reached. The physician wanted to perform a cardioversion to free the patient from an atrial fibrillation. A manual 34j-shock was attempted but after a few seconds, no shock was delivered and the "charging" message was substituted for "waiting...". Nothing else happened. The patient was then provided with a external shock that converted the rhythm to sinusal rhythm. The physician decided to replace the device on (B)(6) 2014 and will be returned for analysis.